Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported receiving a shock and hearing beeping tones. Device interrogation found the last delivered shock was three years ago. It was noted that the right ventricular (rv) lead measurements had sharply changed in (B)(6). R-wave measurements had decreased while pacing impedance measurements had increased, however remained within an acceptable range. Shock impedance measurements were noted to be high and out of range. Additionally, threshold measurements were 4 volts @ .8 milliseconds with outputs programmed at 4 volts @ .8 milliseconds. Boston scientific technical services (ts) discussed increasing the rv outputs and troubleshooting options for the out of range shock impedance measurements. No adverse patient effects were reported.